Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 74-year-old male patient hip pain and lower back pain after using treadmill at the gym, bug bite left lower leg. Return product is not available for investigation. Method : date: collected tested: results : sample positve/negative: beckman , (B)(6) 2026, 9:42 , 10:26 , 6.3 pg/ml, plasma negative, I-stat , (B)(6) 2026, 9:42 , 10:06, 68.5 ng/l, ven wb positive, I-stat , (B)(6) 2026, 9:42 , 13:26, 4.6 ng/l, plasma negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.